Event description:
The customer's wife reported via phone call that the customer was hospitalized due to a heart attack and vomiting. The caller stated that she was unsure whether the customer had been admitted also in part due to his high blood glucose levels. She stated that the customer had been vomiting all night and had presence of ketones. His blood glucose was 578 mg/dl. The caller observed that the insulin pump had alarmed no delivery prior to the hospitalization. He was admitted for 5 days and transferred to a different hospital for heart care. She noted that the customer had also had triple bypass surgery. The customer took the insulin pump upon admission, was treated manually, and advised that after changing the reservoir, he was doing fine. Insulin had not exited with a plunger push on the old reservoir; they noted that insulin did drip out after a reservoir change. They did not know the cause of the heart attack.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.